Event description:
It was reported that the balloon was unable to deflate. A wolverine cb mr, ous 6.00mm x 4.00mm was selected for treatment of the target lesion. During the procedure, after injection, the balloon was not able to fully deflate. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the wolverine device. A visual and microscopic inspection of the device revealed no damages or issues. The device was attached to an encore inflation unit and the balloon was inflated. The balloon inflated to rate burst pressure of 12 atmospheres as per instructions for use. The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully after 19 seconds with no resistance. This was repeated three more times and no issues were noted and the balloon deflated fully after 19 seconds with no resistance during the repeated attempts. This investigation is assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the balloon was unable to deflate. A wolverine cb mr, ous 6.00mm x 4.00mm was selected for treatment of the target lesion. During the procedure, after injection, the balloon was not able to fully deflate. There were no patient complications.